Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 5cm marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Event description:
It was reported that during administering medication leakage was noted... Health care professional identified the PICC had a split in it. Contrast had been administered via CT / power injection on the (B)(6) 2023. Additional information: they use a medrad stellant system for injection. The contrast (omniplague 350 500ml bags) is stored in a heating cabinet (37 deg) and the system has a heating sleeve built in to maintain this temperature. The system automatically gives a 10ml pre-flush of saline and a 40ml post flush. The nurses also do hand flushes (20 before and 20 after). The pressures are set at 325psi but some xray nurses ask for it to be dropped to 300psi. Flow rates are mostly 3ml/sec and will be dropped to 2.5ml/sec if the nurse reports the PICC is sluggish on flushing. Cta scanning requires 4ml/sec. Some staff remove maxplus and others don¿t.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that during administering medication leakage was noted... Health care professional identified the PICC had a split in it. Contrast had been administered via CT / power injection on the (B)(6) 2023. Additional information: they use a medrad stellant system for injection. The contrast (omniplague 350 500ml bags) is stored in a heating cabinet (37 deg) and the system has a heating sleeve built in to maintain this temperature. The system automatically gives a 10ml pre-flush of saline and a 40ml post flush. The nurses also do hand flushes (20 before and 20 after). The pressures are set at 325psi but some xray nurses ask for it to be dropped to 300psi. Flow rates are mostly 3ml/sec and will be dropped to 2.5ml/sec if the nurse reports the PICC is sluggish on flushing. Cta scanning requires 4ml/sec. Some staff remove maxplus and others don¿t.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during administering medication leakage was noted... Health care professional identified the PICC had a split in it. Contrast had been administered via CT / power injection on the (B)(6) 2023. Additional information: they use a medrad stellant system for injection. The contrast (omniplague 350 500ml bags) is stored in a heating cabinet (37 deg) and the system has a heating sleeve built in to maintain this temperature. The system automatically gives a 10ml pre-flush of saline and a 40ml post flush. The nurses also do hand flushes (20 before and 20 after). The pressures are set at 325psi but some xray nurses ask for it to be dropped to 300psi. Flow rates are mostly 3ml/sec and will be dropped to 2.5ml/sec if the nurse reports the PICC is sluggish on flushing. Cta scanning requires 4ml/sec. Some staff remove maxplus and others don¿t.